Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The initial event reported was a revision surgery due to dislocation. The products associated with this event were not returned for examination. The revision surgery was completed successfully. A review of the DHR showed no ncmrs associated with this product. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no information reported regarding any patient injures, activities, or accidents that may have contributed to the revision surgery. This is the 37th complaint for this part number, first for this lot number. The root cause for dislocation could not be determined with confidence.